Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced motor error alarm. The customer's blood glucose value was 140 mg/dl at time of incident. The customer stated that the pump stopped working. The customer mentioned that he was sleeping and the pump started screeching. The customer stated that he cannot put the battery in without the pump alarming. The product was returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display, display anomaly or audio/beep anomaly noted. No motor error alarm during testing. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.